Manufacturer narrative:
Loose/tilted drive support disk noted. Device passed displacement test, rewind, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. Device had broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked reservoir tube.

Event description:
Customer reported via phone call to have high blood glucose of almost 300 mg/dl. During troubleshooting, customer reported the drive support cap was flush. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.